Manufacturer narrative:
The third party service provider confirmed that the device would not be returned for evaluation. The reported issue could not be duplicated, so root cause could not be determined.

Event description:
A customer contacted physio-control to report that their device performed an automatic self test while monitoring a patient. In this state, the device could have powered off and defibrillation therapy would not be provided, if needed. The patient associated with the reported event was not harmed.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device performed an automatic self test while monitoring a patient. In this state, the device could have powered off and defibrillation therapy would not be provided, if needed. The patient associated with the reported event was not harmed.